Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient concurrently underwent anterior & posterior repair and cystoscopy.

Event description:
It was reported that the patient concurrently underwent anterior & posterior repair and cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urinary incontinence and urinary urgency.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to stress urinary incontinence, cystocele, and rectocele. After implantation the patient experienced, infection, extrusion, dyspareunia and urinary/neuromuscular problems. (B)(4).